Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the customer had previously installed the shorting plug onto the device's charge pak assembly and then removed it. This action of installing and removing the shorting plug crushed the contacts on the charge pak assembly and, as a result, it drained the internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on. The cause of the reported issue was depleted internal hlc batteries; however, it was ultimately a use error which led to the depletion of the internal hlc batteries.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and will no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.